Event description:
Clinical trial. Same case as MFR# 6000093-2006-01785, -0174, and 6000089-2006-01959. It was reported that 137 days post index procedure, the patient expired. The index procedure treated 4 lesions. Lesion 1 was in the distal right coronary artery (rca). The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. Lesions 2 and 3 were in the distal circumflex (cx). The physician direct stented the lesion with a 3.0 x 28 mm and a 2.5 x 20 mm taxus express2 stents. The stents did not overlap. Lesion 4 was in the proximal left anterior descending artery (lad) and was totally occluded. This was a bifurcated lesion with the first diagonal, but the physician chose not to treat the first diagonal portion. The physician then direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. There was no severe calcification or tortuousity in any of the lesions. The patient received heparin, abciximab, and nitrates during the procedure. Residual stenosis was less than 30% in all lesions post index procedure. Post procedurally, the patient did experience elevated troponin labs. This resolved without residual effects. The patient was discharged 2 days later on aspirin and plavix. Around day 130, the patient reportedly experienced peritonitis. The patient also experienced purulent bronchitis and a perforation of a sigmoid diverticula. The patient expired on day 137; cause of death from autopsy listed as septic shock due to purulent and firineus peritonitis. In the opinion of the physician, index procedure or study device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7838395 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We well however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.